Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Additional information from the field representative revealed that the lead was dislodged. It was also mentioned that the whole system was dislodged and the reason was likely due to twiddler's syndrome. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.

Event description:
It was reported that this right ventricular (rv) lead due to dislodgement. It was also mentioned that the whole system was dislodged and the reason was likely due to twiddler's syndrome. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. Subsequently, the product was returned and analyzed. This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Severe damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation of dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.